Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the device failed to identify a tachyarrhythmia episode as supraventricular tachycardia, resulting in the delivery of multiple inappropriate shocks. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.